Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.

Event description:
Related to MFR report# 2183959-2012-00230 and 2183959-2012-00231. The pt was implanted with an ams monarc to treat her stress urinary incontinence. It was reported that the pt has experienced physical pain and suffering, has sustained permanent injury and will likely undergo corrective surgery.